Event description:
Reporter alleged the expiration date and lot number were missing from the test vial drum. It was stated no actions taken or treatment received reportedly as a result. Customer stated he happened to have the second test vial drum from the box both drums were orginially contained. A request was made for the return of the suspect device and replacement product was sent.